Event description:
It was reported that pump displayed malfunction alarm Malf 12 with no events occurring beforehand, and caller contacted support for assistance. There was no adverse impact to the customer¿s blood glucose level. Technical Support guided caller through pump reset procedure, malfunction did not recur after reset, caller was advised to continue using pump and to call back if malfunction alarm appeared again, and caller acknowledged and understood instructions.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.